Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-611-6, ibalance® uka sportsplasty¿, femoral impactor, batch: 37621552, was received for investigation. Visual evaluation noted that the impactor head is missing from the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2016.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-611-6 femoral impactors plastic tip was broken. This occurred during a case with all fragments retrieved. There were no adverse events or patient harm.